Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally it was reported that the pump shutdown unexpectedly and also it was reported that the pump indicated a data log corruption. Blood glucose was not impacted. Reportedly the customer will continue to use current pump until replacement arrives.